Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the video system center exhibited error code e116. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Corrected fields: g2 (added "distributor/importer"). The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, no root cause because reported problem was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.